Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number provided was not a lot number for the evercross device. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
The evercross balloon ruptured at 12 atm. After the evercross burst, the balloon had bunched at the end of the catheter and would not allow removal out of the sheath. The surgeon attempted to remove the balloon multiple times; changing sheath size and using a snare, but a small segment of the distal end of the balloon could not be removed an became lodged in subcutaneous tissue. The balloon rupture prevented completion of the surgery. There was still tibial and peroneal disease which was stabilized with balloon inflation and the superficial femoral artery stents were not completely post-dilated. The patient developed an acutely ischemic foot a few weeks after the procedure and required a second surgery and hospital stay to complete the initial surgery. Two months later, the patient experienced ischemic neuropathy with intractable pain in the left forefoot, and underwent a left trans metatarsal amputation.